Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7236570. Medical device expiration date: 2022-07-31.  Device manufacture date: 2017-08-24. Medical device lot #: 7303666. Medical device expiration date: 2022-10-31.  Device manufacture date: 2017-10-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pharmacy tech noticed an ¿oily substance¿ on the plunger of a bd syringe luer-lok¿ tip prior to use. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: sample evaluation: one packaged and four opened 10ml syringes received at bd canaan, confirmed to be from batch number 7303666 & 7236570 (B)(4). The samples were visually evaluated. Silicone which is used in the manufacturing process, was observed on the black stopper. No pooling or excess silicone observed. The small amount observed was a normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7236570 (B)(4). Manufacturing date: 09/04/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7236570 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7303666 (B)(4). Manufacturing dates: 11/20/2017 to 11/21/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7303666 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure investigation conclusion: no defects confirmed.